Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. It was mentioned that the customer was at a wedding and experienced high bgs. The customer kept changing the sets and was not giving correction boluses. It was estimated that the customer did not receive insulin for a four-hour period at least. Also the customer has health problems that could have been a factor.